Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) and it was found that after powering on the device it would power off intermittently when connected to ac power. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 345 (thermistor disparity) and it was found that after powering on the device it would power off intermittently when connected to ac power. A service history revealed no indication that the parts replaced during servicing caused or contributed to these issues. The cause of the system error 345 was determined to be a failed force sensor. The cause of the intermittent power failures was determined to be a bad ac power cord. The force sensor and power cord require replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.